Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 06/30/2026 and 07/08/2026. The wearable was inserted into an off-label insertion site, on (B)(6)2026. On (B)(6)2026, it was reported that the patient reported her cgm was providing inaccurate readings. Of note, the patient was also wearing an omnipod insulin pump. On the day of the event, patient was experiencing weakness, dizziness, vomiting, frequent urination, difficulty speaking, drowsiness, shakiness, abdominal pain, and dehydration the patient¿s cgm was reading 68 mg/dl while the bg meter was reading 305 mg/dl. The patient had a telehealth appointment with her doctor and was advised to go to the emergency room (ER) for evaluation. At the ER, the patient had blood work drawn and was treated with IV insulin. It was noted that ¿dka was not confirmed¿. The patient was discharged home later the same day. After discharge, the patient was still experiencing sleep loss, decreased appetite, anxiety, and weight loss. She was prescribed escitalopram, melatonin, and jardiance to take as part of her daily medication regimen. The patient had a follow-up with her doctor on (B)(6)2026 where she was not prescribed any additional medications but was advised to use a glucometer for bg monitoring instead of the dexcom device. The patient reported no change in her condition at the time or report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.